Event description:
The customer reported that after sealing the vessel and waiting for the beep, the vessel was cut, but bleeding took place.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.